Event description:
It was reported the lead had dislodged one month after implant and the physician elected to reprogram the device to aai mode. One month later a CT showed migration of the tip of rv lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.